Event description:
Bilateral knee effusion [joint effusion]. Knee pain [arthralgia]. Allergy [hypersensitivity]. Case description: spontaneous report was received on (B)(6) 2013 from the physician via sales representative regarding a (B)(6) female patient with patellar chondropathy. The patient's medical history was not provided. On an unspecified date in (B)(6) 2013, the patient initiated treatment with synvisc (hylan gf-20) injection (dosage regimen and route of administration not provided) into both knees simultaneously. The lot number for synvisc was not provided. On an unspecified date in 2013, approximately after 1 week, the patient experienced bilateral knee effusion. On unspecified dates in 2013, the patient experienced significant knee pain and allergy to a certain ingredient. On an unspecified date in 2013, the physician extracted synovial fluid from the patient and synovial fluid culture was performed which showed negative results. Anti-inflammatory treatment was given to the patient for the events of knee pain and bilateral knee effusion after which the patient showed good evolution. On an unspecified date in 2013, the event of bilateral knee effusion was resolved. It was reported that at the time of notification the patient did not practice any sport or any special activity. The action taken with synvisc treatment was not provided. The outcome for the events of knee pain and allergy was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician provided the causal relationship between synvisc and the event of bilateral knee effusion as possibly related. The reporting physician did not provide the causal relationship between synvisc and the event of allergy and knee pain. It was reported that the physician was wondering whether the adverse events were due to a quality or quantity issue. The physician would relate the events to the fact that she had administered the product 6 consecutive times and that she had never administered synvisc (hyaluronic acid) this way.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint genzyme will continue to monitor complaint. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.